Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, h4, h6, and h11 were updated. Based on the results of the investigation, the ceramic tip was damaged. However, the definitive root cause of the ceramic tip damage could not be determined. It is possible that the damage was thermally or mechanically induced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the sheath was deformed. The issue occurred during preparation for use. The enteroscope was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.